Event description:
A malfunction occurred on the pump in the middle of the night, reported by the caller. There was no reported impact on the customer¿s blood glucose level, but it is unknown if it exceeded 500 mg/dl. The customer was advised to reset the pump and assisted with this process while waiting for a replacement. Tandem technical support arranged to send a replacement pump with updated software, provided instructions for storage mode, and advised on steps with the new pump. The caller acknowledged all instructions and prepared to return the faulty pump using a pre-paid label.